Manufacturer narrative:
Device evaluated by MFR: express ld device was received for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 11mm distal of the proximal markerband on the device. A microscopic examination found that rows 1 to 12 of the proximal stent struts were damaged. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified that the balloon had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The crimp marks were clearly visible on the balloon material. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device.

Event description:
Reportable based on device analysis completed on 10dec2020. It was reported that advancing difficulties were encountered. The target lesion was located in the subclavian artery. A 10.0x40x135 cm express ld vascular stent was advanced for treatment. However, during procedure, it was noted that the stent could not be advanced. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage and stent shifted.